Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that there was an incomplete staple line. During the vats lobectomy, when severing the bronchus, after fired with ecr60g, found only proximal tissue with staples, but no staple deployed on the distal part. Suture was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p5898f. Device evaluation: the analysis found that one pse60a device was returned with no apparent damage with an ecr60g cartridge present. Additionally, the reload was received with the pan missing and the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, and some drivers were noted to be damaged and one piece sled missing. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.